Manufacturer narrative:
This device was returned to mmdg evaluation. During the investigation of the error code complaint mmdg service personnel discovered that the pump had a failed motor component which resulted in the pump infusing at a volumetric rate that mmdg considers reportable. The pump was repaired and returned.

Event description:
The initial reporter stated that the pump was alarming an error code 10. They also stated that this had occurred during testing and therefore, had no impact to a patient. After the pump was returned to mmdg, it was found to be under infusing at a rate that mmdg considers reportable. (B)(4).